Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient reported feeling back pain and indentations from the equipment were found on the patient's skin. The patient reported the was a red spot on the skin where the vibration spot is. The patient was hospitalized and the field representative found the garment was altered with gum bands. It is unclear who assisted with altering the garment. Follow up indicated the irritation improved.